Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a case, the unit's blades are molting metal chips into the patient's joint. It was further reported by the customer that these metal shavings have been noticed before in the past with newly opened units.